Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was initially reported that the dermatome cut too deep. It could not be confirmed by the reporter if the technician put blade on the wrong side. Additional information received stated that the event timing was during surgery and the surgery time was extended (for an unspecified amount of time). There was harm noted to the patient as the graft harvest was not able to be used and an additional graft harvest was required. The surgery was completed with an alternate device.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. Initial product condition/visual examination: on (B)(6) 2016, it was reported that the dermatome cut too deep; it could not be confirmed if the tech put the blade on the wrong side. The customer returned an electric dermatome device, serial number (B)(4), for evaluation. The customer also returned a power supply, serial number (B)(4), for evaluation. Initial qa inspection of the electric dermatome on 4/25/2016 revealed no noticeable damage to the power cord assembly. There were minor dings and scratches to the bottom of the hand piece. The master blade, serial number (B)(4), was flush with the control bar. The device operated within motor speed specifications when connected to the electric dermatome test power supply ID #(B)(4). Functional tests: repair of the electric dermatome was performed by zimmer biomet surgical on 04/25/2016 which included replacement of the power cord assembly, power switch, ball detent, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, ¿o¿ ring, damaged head. Damaged control bar and calibrating shaft. Electric dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested per repair instructions. Prior to repair, the device operated within motor speed specifications but it was noted to be erratic. The device was outside calibration specifications at the zero thickness setting. A follow up medwatch will be submitted once the investigation is complete and a root cause has been established.

Manufacturer narrative:
It was reported on (B)(6) 2016 that the dermatome cut too deep. It could not be confirmed if the technician put the blade on the wrong side. The customer clarified that the event was noted during surgery, an additional graft harvest was required, and surgery was completed with an alternative device. No further detail was provided. The customer returned an electric dermatome device, serial number (B)(4), for evaluation. The device, manufactured on 12 september, 1994, is over 21 years old and was not returned to zimmer biomet surgical for service at least since inception of sap in july, 2011. Initial qa inspection of the electric dermatome on 25 april, 2016 revealed no noticeable damage to the power cord assembly. There were minor dings and scratches to the bottom of the hand piece. The master blade was flush with the control bar. The device operated within motor speed specifications when connected to the electric dermatome test power supply. Prior to repair, the device operated within motor speed specifications but it was noted to be erratic. The device was outside calibration specifications at the zero thickness setting. Repair of the electric dermatome was performed by zimmer biomet surgical on 25 april, 2016 which included replacement of the power cord assembly, power switch, ball detent, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, ¿o¿ ring, damaged head, damaged control bar and calibrating shaft. Electric dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested per procedure. The customer's reported event of the dermatome cutting too deep was non-verifiable as no significant damage was noted to the handpiece that could have contributed to the event. The customer did however note that they could not confirm if the blade was installed upside down or not. Therefore the root cause cannot be specifically determined, however the user could have potentially been installing them incorrectly. The instructions for use contains detailed instruction on how to install the blades on the device. The device was repaired and returned to the customer. Recommended actions: no recommended actions at this time.